Event description:
It was reported that during an ra flutter isthmus ablation, a steam pop was observed, followed by a pericardial effusion noticed on ice. The patient became hemodynamically unstable, and a pericardiocentesis was performed which stabilized the patient. Protamine was administered to reverse the heparin effect, this flutter ablation was followed by a left afib ablation.

Manufacturer narrative:
The patient recovered and was released subsequently, however, the details of such information is not available. No further information about the patient has been provided by the facility. The physician indicated that they do not consider bwi equipment as a cause of the issue. The facility will continue to use the bwi equipment for future cases and no service is requested at this time. Concomitant devices: carto 3 system, us catalog # fg540000, (B)(4). Stockert 70 rf generator, us catalog # s7001, (B)(4). Coolflow irrigation pump, us catalog # cfp002, (B)(4). (B)(4). The catheter was tested and it passed patency flow, cool flow pump, deflection, electrical, leakage, temperature and stockert tests. Visual test showed a bent in transition area between tip and body shaft, however, this did not impact the performance or the safety of the product. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.